Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported issue of '1/4/7 column not working on keypad' which was reproduced during service. The cause was determined to be a failing keypad and the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the keypad column with numbers 1, 4 and 7 not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.